Manufacturer narrative:
T:slim user guide indicates pump is to be used with individuals (B)(6) years of age and greater. Pt is (B)(6) years old.

Event description:
It was reported that the customer had low blood glucose levels (27 mg/dl). Customer accidentally delivered 55 units of insulin. Customer is (B)(6) years old.